Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an incorrect battery alarm. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the black box and history recorded several 'incorrect battery' alarms when the correct battery was being used. Powered up pump and immediately went to alarm screen with the alarm. Removed pump from case and inspected circuit boards. A single component was found to be the cause of the incorrect battery alarm. Unable to complete all steps due to the alarm.